Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported event of sensing problem was not confirmed. A complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood and tissue. Electrical testing and x-ray examination found no anomalies. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood and tissue.

Manufacturer narrative:
Further information was requested but has not been received.

Event description:
Related manufacturer report number: 2017865-2024-71693. It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was reported that both the right-atrial (ra) leads exhibited failure to sense and after multiple repositioning, helix of both leads further exhibited failure to retract and extend. As a resolution both the leads were not used and a replacement near at hand lead was implanted instead on (B)(6) 2024. The patient was recovering.